Event description:
It was reported that the catheter tip bent during advancement over a guide wire and was straightened out before proceeding (contrary to IFU). Resistance was then met as the stent delivery system (sds) was being advanced over the guide wire outside the pt. During the withdrawal attempt, the tip separated from the sds. The separated tip was easily identified and removed from the guide wire.